Event description:
It was reported that approximately two (2) days post bilateral lateral implant procedure, the patient experienced pain and yellow and green pus on the right side of the nose and swelling and redness on the left side, coincident with the implants. It was also reported that the physician prescribed augmentin and removed the implant on the right side through the original implantation pierce point. Attempts were made to obtain additional information about the event; no further information was received.